Manufacturer narrative:
Additional narrative: event year is reported as 2020; however exact date of the event is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee.. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown revision/removal procedure on an unknown date the ao coupling extension shaft broke off. No further information provided. This complaint is for one (1) ao coupling extension shaft. This is report 1 of 1 for complaint (B)(4).

Event description:
It was further reported that the patient underwent removal of a non depuy synthes implant due to failure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.900.002. Lot: 8960390. Manufacturing site: (B)(6). Release to warehouse date: (B)(6) 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the proximal portion/tip of the device was found to be broken off and the broken piece was received. The complaints is confirmed the received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: the broken piece diameter at distal side was measured as 4.48mm (device(s) used:ca215p) which is within specification of 4.5+0/-0.04 mm. Conclusion: the complaint was confirmed. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the received condition is consisted with exceeding lateral forces potentially form off-axis use or incomplete attachment of the mating attachments. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.